Event description:
It was reported that a titanium adapter did not connect well with the patient connector. This occurred when the patient was changing the transfer set. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.